Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a change out, it was noted that the atrial lead had inappropriate sensing due to the noise which resulted in mode switching and classifying atrial high rate episodes. It was also noted that the patient did not feel well. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.